Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty disconnecting the modular cable from the pump cable at the inline connector was confirmed through the evaluation of the returned heartmate 3 left ventricular assist system (lvas) and the modular cable. A specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the event was observed following priming of the device. The heartmate 3 lvas was not implanted and there were no adverse consequences to the patient. The heartmate 3 modular cable was returned in un-used condition attached to the pump cable via the inline connector. The modular cable jacket and bend reliefs appeared unremarkable. The modular cable controller pins appeared unremarkable. It was noted that there were scratches consistent with tool markings on the exterior of the screw ring and the modular cable inline connector. It was also noted that the white triangles on the inline connector were not aligned, indicating that the modular cable and pump cable were not properly secured. The screw ring of the modular cable was unable to be turned by hand, and no attempts were made to force the connection open with additional tools. The heartmate 3 lvas and modular cable were forwarded to manufacturing for further analysis. Difficulty disconnecting the pump cable and modular cable inline connectors was again confirmed and 3-dimensional computed tomography (3d CT) analysis was performed on the connectors. Initial scans of the mated connector as received were taken. Following this imaging, a vice and wrench were used to separate the cables at the inline connection. Once de-mated, there was no indication of o-ring misplacement or other damage to the connectors or pins. The connectors were then able to be mated and un-mated repeatedly with no issue. Additional 3d CT analysis was performed on the re-mated connection. The findings of the 3d CT testing showed no indication of improper assembly or connection issues in either image set. Insertion bias appeared to be different between the two image sets, but no visible deformation of the pins or in the connector itself was observed. Once de-mated, the connectors were remated several time and the issue was not able to be duplicated. The root cause could not be determined. The heartmate 3 lvas IFU, rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 2 of the IFU, ¿system operations¿, (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the relevant sections of the device history records for modular cable, lot number 10356344, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that there was no adverse event due to the event. Implant was successful with use of new modular cable. The patient was stable. Medical care was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while priming was completed, modular cable was unable to disconnect at modular cable connector. A new pump was opened, and customer did not use modular cable opened with kit. Used modular cable was put on the shelf.